Event description:
It was reported that the dexcom g7 was not displaying glucose readings on the ilet while readings were present on the dexcom mobile app, indicating signal loss between the cgm and the ilet; the user was guided to toggle the sensor connection and re-enter the pairing code, after which pairing initiated and the user was advised to allow time for reconnection. Symptoms included no alerts or alarms and no reported adverse physiological effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included guided troubleshooting focused on communication and pairing between the cgm transmitter and the ilet receiver interface. Investigation of this case revealed a communication disruption limited to the ilet interface that was addressed through re-pairing, consistent with intermittent connectivity issues between external cgm transmitters and the ilet receiver component. It was concluded, based on previously established findings for similar reports, that the cause was probable transient wireless communication interference or a pairing state mismatch resolved by re-pairing.